Event description:
I have been using invisalign to close a gap between my lower front teeth resulting from an extraction in (B)(6) 2010. Since (B)(6) 2010, I have noticed adverse effects that I believe relate to my usage of this product. These effects included lesions in the back of throat and around the inside of my mouth; dry coughing; redness on my tongue and lips; continual soreness on my tongue and a sudden painful redness developing across my neck and face other reactions. I have been to two doctors and an acupuncturist. The acupuncturist suspected that the invisalign device was the cause of my problems and he recommended that I should speak to my dentist. I initially brought up the topic to my dentist in (B)(6) 2010. The dentist recommended that I take out the invisaligns for a few weeks. I spoke to my dentist about this matter again on (B)(6). I am now off the invisaligns until he can contact the MFR and see if there is a possibility of obtaining a hypoallergenic version of the product. The invisaligns have been out of my mouth since (B)(6) 2011. As of (B)(6) 2011, I still suffer from redness in my mouth, a dry cough and soreness on my tongue. Dates of use: (B)(6) 2010 - (B)(6) 2011.